Event description:
Anesthesiologist retreived IV lactated ringers solution - he reported three have questionable mold growing inside IV solution bag- all same lot: anesthesia reports this as patient safety hazard and we removed all IV lr soltion same lot # from patient care arena.====================== manufacturer response for IV solution 1 l bag (B)(4), lactated ringers injection, usp 1l======================manufacturer will conduct an investigation and is emailing us a shipping label to return a bag to them for them to examine.